Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the physician cannulated the pancreatic duct (pd), and stripped the wire down leaving it in the pd. The sphincterotome was loaded with the visiglide. The sphincterotome was then used to cannulate the common bile duct (cbd). The dr. Went to perform a sphincterotomy. The active wire on the sphincterotome touched the visiglide coming out of the pd and it caused the active wire on the sphincterotome to split in half. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d10, h2, h6, and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.